Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp's) unit alarmed critical alarm while powered off. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer inspected the unit and could not reproduce the failure. Since the failure was not reproducible the fse replaced the executive processor board and loaded b.17 software onto the board. Performed all functional, safety, and electrical tests to factory specifications. The unit was cleared for clinical use and returned to the customer. A supplemental report will be submitted upon completion of our investigation.